Event description:
It was reported that they were unable to interrogate the device and it was not detected by the (B)(4) system. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported loss of communication was confirmed in the laboratory and was due to low battery voltage. The device image was corrupted and was unable to determine the device longevity estimation. The battery was sent out to the vendor for further evaluation. No anomalies were found that could cause the battery to deplete. The cause of the premature battery depletion was undetermined.